Event description:
It was reported the optical tube fixation part of the subject device was loose. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The repair center performed a visual and functional inspection. Device evaluation noted the reported issue was not reproduced. However, device evaluation found watertightness failure and imaging flooding (the cable was found twisted and cracks on connector) was noted .the root cause cannot be conclusively determined. Based on the results of the investigation, the reported issue was not confirmed. The root cause of the reported event cannot be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the optical tube fixation part of the subject device was loose. There were no reports of patient harm.